Event description:
It was reported the battery is not charging like it did when it was new. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.